Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by the lanx clinical research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(6) 2010, for complaint/MDR determination after completion of the review. Implantation of components at multiple levels was 510k approved at the time of implantation. No devices returned. Specific cause for revision unk. Additional pt follow-up info: dos+70 days: removal of 2 interspinous fixation components and posterior lumbar function and decompression performed. Dos+199 days: hip pain toward knee, degenerative changes. Dos+305 days: left hip surgery. Dos+446 days: shoulder pain. Specific surgery dates not provided.

Event description:
Pt underwent spinal fusion and decompression (laminotomy) in (B)(6) 2008, at the l2-3, l3-4, l4-5 and l5-s1 levels. Approx 70 days after surgery, posterior lumbar decompression and fusion from l2-s1 utilizing pedicle screw instrumentation and removal of 2 levels of interspinous fixation components was performed. The other two interspinous components remained implanted (specific levels removed unk).